Event description:
It was reported that the device exhibited non-sustained rv over-sensing due to myopotential inhibition. Device reprogramming was made. There were no adverse health consequences, the patient was stable.